Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. This occurred during the third dwell cycle of peritoneal dialysis therapy. The technical service representative (tsr) had the hp check the setup where the hp found that the final bag fell and was disconnected from the setup. The tsr cleared the error and informed the hp that they should complete a manual exchange later that morning. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and the cause could not be determined. However, the supply bag falling off and disconnecting from the setup is a known cause of this alarm. "The homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. If additional relevant information becomes available, a supplemental report will be submitted.